Event description:
Customer reported to ansm the following: description of the incident : resumption of surgery on a patient following the installation of a gamma 3 long nail from stryker. Cause of recovery: pain and lack of consolidation after 6 months of surgery after removing the cephalic screw on nail has broken at the screw. As a result, it was impossible to use the nail extraction device for the rest of the nail of the femur (at least 30 cm remained in the femur). Patient's current condition: requirement to widen the approach to remove the nail. Increase of the intervention time, with increased risk of infection at the surgical site risk of injuring the patient with the broken nail because the area is severed sharp. Actions undertaken in the health care institution for the patient's care: <--> nail + pth totalization sheet of material vigilance.

Manufacturer narrative:
The reported event that long nail kit r2.0, stst, right gamma3® ø11x340mm x 125° was alleged of implant - extraction impaired could be confirmed, since the visual inspection revealed a broken nail. The device inspection revealed the following: the evaluation revealed that the nail broke in a fatigue fracture due to continuous stresses over an implantation period of approx. 7 months. The received nail is completely broken in the webs of the proximal lag screw thru hole. The appearance of the breakage surfaces of the anterior web suggested that the nail breakage had its origin in this area. Starting with an incipient crack the breakage progressed through the cross section and ended in a small residual fracture at medial. The breakage in the posterior web followed in a much quicker way with increased tensile load and finally recognized during the explantation. Although it was impossible to use the nail extraction device, the distal part could be retrieved successful with a delay in surgery of approx. 30 minutes. Bearing points are typical results of the interaction of the single products under load. Significant bearing points at the inferior edge of the proximal drill hole at medial as well as at the superior edge at lateral were found - transmitted by the lag screw. The appearance identified a high axial load application to the implants [visible bulged out material]. The gamma3 long nail was revised by a pta which could be a hint to insufficient bone healing after an implantation period of approx. 7 months and in addition that a sufficient bone healing is no longer be expected, which is confirmed by further details provided ¿pain persisting 6 months later, x-ray of 12/11/20 evoking pseudoarthrosis¿. One requirement for successful nail treatment is a timely bone healing in order to relieve the nail over the progressing time of implantation. Potential adverse effects are clearly pointed out in the labelling. General aspects: the gamma3 nail is a temporary implant which inevitably will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Generally, the risk of a breakage will increase with the increase of load cycles and load level. Axial overload had led to continuous stresses and a significant weakening of the nail in the area of the lag screw thru hole, followed by the fatigue fracture after implantation duration of approx. 7 months. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors ¿ e.g. Increased post-operative activities ¿ a nail breakage can rather be classified as anticipated; specifically if one or more contributing issues concurrence with each other. Based on the above the nail breakage was not linked to a deficiency of the device, but was rather patient related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. According to available information a deficiency of the nail was not be verified.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Customer reported to (B)(6) the following: description of the incident : resumption of surgery on a patient following the installation of a gamma 3 long nail from stryker. Cause of recovery: pain and lack of consolidation after 6 months of surgery after removing the cephalic screw on nail has broken at the screw. As a result, it was impossible to use the nail extraction device for the rest of the nail of the femur (at least 30 cm remained in the femur) patient's current condition: requirement to widen the approach to remove the nail. Increase of the intervention time, with increased risk of infection at the surgical site risk of injuring the patient with the broken nail because the area is severed sharp. Actions undertaken in the health care institution for the patient's care: nail + pth totalization sheet of material vigilance.